Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and checked the centrifuge speed and temperature. Both speed and temperature were within specification. The fe performed a pm and ran diagnostic software without errors. The customer ran controls and accepted results. As per cts-us 2nd level support - there were no errors during processing and the reader camera is reading appropriately. The review shows the provue is operating within specifications. (B)(4).

Event description:
The customer states a samples tested negative on the ortho provue and positive in manual gel. No erroneous results were reported as a result of this incident. There was no harm to any patient.